Event description:
(B)(4). There was no anesthesia used during insertion, which I was told would be mildly uncomfortable. I almost passed out from the pain of the procedure. I told the doctor to take the mirena out while he was inserting the coils, he did not. I didn't go back for the hsg test later because I was so traumatized by the initial event. I immediately noticed my sex drive disappeared. My hair started falling out. Gradually my bleeding started becoming more and more, now it is constant. My fatigue is so bad that some days I don't get out of bed until my child gets off the bus at 4:00 from school and I'm forced to. My depression and anxiety have increased to suicidal levels. I experience pain in my pelvic area, back, legs and abdomen often. I get migraines at least once a month. Night sweats. Cold sweats. Clamminess. Overall excess sweating and odor. Muscle spasms in abdomen. I can no longer have sex, due to bleeding. My marriage is falling apart. My ability to parent my child is suffering, my quality of life since getting this procedure has diminished. At (B)(6) years old I will be getting a hysterectomy due to this product.